Event description:
It was reported that the device exhibited far r wave oversensing on the atrial channel that resulted in multiple automatic mode switch episodes. Reprogramming was recommended.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.